Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer corrected with glucose tablet and felt okay. The customer stated that the pump alarmed after a battery change. The customer declined to troubleshoot for the battery alarm. No further assistance was needed.